Manufacturer narrative:
The insulin pump was received with no button response on the act and down arrow buttons due to connector on lcd board fully unlocked during visual inspection. Analysis was unable to perform displacement test due to unresponsive keypad. No cracks on reservoir tube window, however scratches on reservoir tube window noted during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the act button was unresponsive. The customer also reported that the reservoir compartment had a crack. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.